Manufacturer narrative:
Date of event is estimated. Date of explant / reason for surgery is unknown. During processing of this complaint, attempts were made to obtain complete patient / case information.

Event description:
It was reported that the ipg was explanted and replaced with a competitor device. The date of surgery and reason for surgery is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.